Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose blood glucose meter. The customer obtained readings of 12.9 mmol/l and 11.7 mmol/l compared to laboratory readings of 5.8 mmol/l and 4.7 mmol/l. The readings were taken within a ten minute timeframe. When plotted on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's meter was returned and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed druing the control solution testing.